Manufacturer narrative:
Device available, return date - additional information. Device evaluated - additional information. Evaluation codes - device evaluation. Device evaluation of the returned device has been completed and the clinical observation was confirmed. As received the axium prime pushwire was returned without implant coil as it remains within the patient. The instant detacher was not returned, therefore, any contributing factors from this could not be assessed. The axium prime pushwire was returned broken into three separate segments. The proximal segment of the pushwire, tack weld replacement (twr) and distal to the break indicator at the manual detachment location (via hypotube) found broken. The middle segment and distal segment of the pushwire were found broken with release wire extending out. The axium prime implant coil and the instant detacher were not returned; therefore, any contributing factors from these could not be assessed. The cause for the difficulty during detachment with the instant detacher could not be determined. It is possible that the break in the release wire may have contributed and implant coil likely detached from the pushwire subsequent to the pulling back of the release wire. The axium prime implant coil was not completely placed within the aneurysm; the proximal tail of the axium prime coil remained outside of the aneurysm. It is likely this led to the subsequent coil migration. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime coil instructions for use (IFU): directions for use: ¿advance the axium¿ prime detachable coil under fluoroscopy and position carefully at the desired site. If coil placement is unsatisfactory, slowly withdraw by pulling on the implant pusher, then slowly advance again to reposition the coil. If the coil size is inappropriate, remove and replace with an appropriately sized coil.¿ also, ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ warning: ¿if attempt to detach fails, remove coil from treatment area and microcatheter and replace with a new axium¿ prime detachable coil. If coil becomes prematurely detached, remove implant pusher and: I. Advance next coil to push remaining tail of prematurely detached coil into treatment area ii. Remove prematurely detached coil with the appropriate retrieval device.¿ a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The coil was not returned for analysis as it remains in the patient; however the pushwire is pending return. Upon receipt of the device and completion of the evaluation, a supplemental report will be filed.

Event description:
Medtronic received information that during coiling treatment of a subarachnoid hemorrhage at an anterior communicating artery aneurysm, this coil would not detach initially. Finally, it was detached but it migrated to a2. It was reported that the coil would not detach with an instant detacher after three attempts. The physician attempted the manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) but coil did not detach. Eventually, the coil somehow detached and the pusher was removed from the patient. However, about 1 cm of the proximal part of the coil was out of the aneurysm and remained inside the microcatheter. The physician used snare retrieval device and tried to capture the coil but failed. The physician tried to push the coil into the aneurysm with guidewire but the coil migrated to the a2. The physician decided to leave the coil in the a2. Prior to this coil, two coils were implanted successfully.